Event description:
On (B)(6) 2011: spontaneous- serious (B)(4). Lot number: 16dk0164, expiration date: (B)(6) -2011. On (B)(6) 2011, a (B)(6) associate sent an email to (B)(6) reporting that their customer, (B)(6), report that they had negative reaction using viaspan and the reporter would like to send the product back to have it tested. On (B)(6) 2011 at 1:27pm, the reporter was contacted and a voice mail message was left for the reporter to call back so that we may obtain additional information. On (B)(6) 2011 at 1:30pm, the reporter returned the call to (B)(6). The reporter, a nurse, reported that a (B)(6) male patient underwent open heart surgery on (B)(6) 2011 the patient died due to allograft dysfunction. The nurse was on a tight time schedule so it was requested that she fax all medical records pre and post transplant, including operating room report, concomitant medications, past medical history, allergies and any other relevant information. The reporter agreed to fax the information today. On (B)(6) 2011, rush university medical center provided the discharge summary, dated (B)(6) 2011. The patient was a (B)(6) male patient with significant past medical history of chf (ef 15-20 percent), cardiomyopathy, s/p lvad in (B)(6)-2011, htn, asthma, ulcerative esophagitis, hld, ckd, paroxysmal v-tach, and latent tb who presented for orthotopic cardiac transplant on (B)(6) 2011. There was significant coagulopathy throughout the procedure, requiring multiple units of component blood product transfusions. When the surgical team attempted to separate from cpb, the biventricular function of the graft showed signs of strain even with dobutamine, milrinone and ino (24ppm), so the patient was converted from cpb directly to ECMO, after which time dobutamine, milrinone and ino were discontinued. The patient was transported fully monitored to sit on a phenylephrine gtt. Total cpb time: 329 mins. Cross-clamp time: 117 mins. Donor ischemic time: 204 mins. Implant time: 72 mins. During the following three days, the patient's graft function failed to recover despite maximal medical and surgical interventions. The patient was relisted for transplant but received no offers, and he increasingly began to show signs of multi-organ dysfunction. On pod number 3, a formal family meeting was held to update the patient poa and other family members on the patients' status. After thoroughly explaining the patient's hospital course, questions and concerns addressed, and the patient was made dnr. The poa designated the patient's youngest sister to sign the withdrawal of life-sustaining treatment document, and after the patient's extended family arrived, the ECMO cannulae were cross-clamped and the ventilator and pacemaker were turned off. The patient expired immediately (dod - (B)(6) 2011). An autopsy was offered to and declined by the patient's poa.

Manufacturer narrative:
Discussion and conclusion: the aim of this study is to prove that viaspan in 1000 ml pvl bags produced at (B)(4) reveals the same quality and stability as viaspan produced at fresenius (B)(4). Appearance, ph, osmolality, closure integrity, extractable volume, (B)(4) percent lower fraction remain almost unchanged up to 12 months for long term conditions an 3 6 months for accelerated conditions, respectively. After 12 months storage at 553 degree c and 6 months storage at (B)(4) percent rh, the amount of pentafraction, raffinose, adenosine, allopurinol, potassium, sodium, magnesium, phosphate and lactobionic acid in the product did not change significantly. No trent, indicating a loss in potency, was apparent. Regarding results for batch go90019 25 degree c 6 month's gluathione content was out of specification. The amount of glutathione decrease with time and temperature. Reduced glutathione is quickly converted in viaspan to oxidized glutathione at 25 degrees c., at 25 degrees c (accelerated) conditions degradation is expected and all parameters are monitored just for internal purpose. Additional information has been requested. (B)(6) comment: insufficient information; causality no assessable. Postoperative course could be consistent with acute cardiac allograft rejection.